Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a non-sustained right ventricular oversensing alert via merlin.net. The patient was brought in to clinic the same day to verify the oversensing. The oversensing could not be reproduced by coughing and heavy breathing. The device was reprogrammed. The patient was in stable condition and no further incident was reported.